Event description:
It was reported that the physician observed that the subject device moved inside the pocket. Interrogation of the device did not reveal any irregularities and no re-intervention was performed.

Event description:
It was reported that the physician observed that the subject device moved inside the pocket. Interrogation of the device did not reveal any irregularities and no re-intervention was performed.